Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred in the middle of the vascular diagnosis procedure. The procedure resumed after the single shot footswitch, which had been unintentionally held down, was released. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system unable to produce x-rays. A review of the system logfiles found that the system was unable to emit x-rays. Upon troubleshooting actions, the rse identified that the footswitch had been accidentally kept depressed after activation. The rse advised the customer that when higher level commands remain active, fluoroscopy commands are not accepted by the system, and recommended exercising caution when operating the footswitch. After the pedal was released, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was caused by the user inadvertently holding down the wired footswitch pedal. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.